Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The facility¿s biomedical engineer ordered and replaced the power management board. Installing a new power management board solved the battery charging issue. The biomedical engineer completed the pm and released the unit for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was due for preventive maintenance(pm). The customer biomedical engineer noticed battery in bay 1 was depleted while performing the pm. The customer retested the batteries and the pump into the cart. The iabp was plugged in overnight, however, the customer noticed neither of the batteries charged. The customer tested the depleted battery on a different cardiosave and it did not recognize the batteries. The customer then checked the power management board and found damaged metal-oxide-semiconductor field-effect transistor (mosfet). There was no patient involvement; thus no adverse event was reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was due for preventive maintenance(pm). The customer biomedical engineer noticed battery in bay 1 was depleted while performing the pm. The customer retested the batteries and the pump into the cart. The iabp was plugged in overnight, however, the customer noticed neither of the batteries charged. The customer tested the depleted battery on a different cardiosave and it did not recognize the batteries. The customer then checked the power management board and found damaged metal-oxide-semiconductor field-effect transistor (mosfet). There was no patient involvement; thus no adverse event was reported.